Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿make sure that insulin is at room temperature before use or air bubbles could form in the cartridge.¿ tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate. Customer's blood glucose was 64 mg/dl. Customer reportedly filled the cartridge with cold insulin and customer did not remove air from the cartridge prior to inserting insulin. Reportedly, the cartridge was changed.